Event description:
It was reported that a lateral table top movement problem existed with the 2600 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table top movement failure could not be duplicated, however, during the investigation, it was noticed that the hand control and the table pad need replacement. Hand control and pad replaced. The system was tested and found to be working as intended and placed back into service.